Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump took a long time to rewind and sounded strange. Customer also stated that when she hears an alarm, she goes back into the alarm history to see what it was and it doesn't show. The alarm history was checked and only low battery, low reservoir and no delivery were found; no error alarms. Customer stated she sis not trust the insulin pump and would like it replaced. Nothing further reported.